Event description:
Related manufacturer reference number: 2017865-2023-51705. Related manufacturer reference number: 2017865-2023-51706. It was reported that the patient's implantable cardioverter defibrillator, right atrial lead, and left ventricular lead were extracted and all replaced for high capture thresholds. The patient was stable.